Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the lead is in process; the results will be forwarded when available.

Event description:
It was reported that after implant of the lv lead, noise was observed on the psa (pace sense analyzer) egm. Deducting from several lv configurations it was concluded that the tip electrode was not reliable. Changing the lead for a new one solved the issue. A special tool was not used while the zinger support wire was front loaded into the lead tip. The lead was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the full lead was returned and analyzed. No anomalies were found. Blood/body fluid was present on all conductors.